Event description:
It was reported that during the implant attempt, there was a large amount of tissue on the end of the lead, and the lead could not be placed in the right atrium. The tissue was removed, but the physician asked for a new lead. The new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.